Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient experienced pain, infections, discharge, persistent fever, nausea and dyspareunia. All other information is unknown.